Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the ioi mount was damaged. It is unknown how it became damaged. No patient was present at the time of the event. Follow-up with the manufacturer representative (rep) determined that the mount was not usable and was found in spd. The rep thought that the screw was broken and that was the extent of the damage. The issue occurred outside of a procedure.